Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failure alarm was present in the pump trace. Download due to broken trace at u1 pin 1/vdd on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received a hardware low level failures alarm. The customer¿s blood glucose level was 22.4 mmol/l. Troubleshooting was performed for hardware low level failures alarm and notice error reoccurred. Customer was able to clear the alarm. Customer received request to rewind pump. The customer performed self test and it did passed. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.